Event description:
It was reported that, "during tibia trialing, insert is impacted with femoral component in place. As insert engages central locking island, they will break at the thinnest point of plastic posterior portion of trials. (B)(6) uses mis technique for total knees and uses these tcg trials for ease of use. Plastic is thin in central portion and will fail when impacted under stress of femur and tibia."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report was requested. If device or add'l info becomes available, it will be submitted in a supplemental report.